Event description:
It was reported in a lead revision procedure that the atrial lead exhibited low impedance, lead fracture, and an insulation anomaly. On (B)(6) 2021, the lead was capped and replaced.